Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to low blood glucose. Blood glucose level at the time of the incident was 32 mg/dl which was treated with glucose tablet. Customer stated that paramedics were called and they were treated with glucagon. Customer was fainted and had seizure. It was unknown that customer was using insulin pump or not within 48 hours of low blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.